Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high creatine kinase mb (ckmb) result above the normal reference range for one patient, generated by the unicel dxi 600 access immunoassay system. Repeat testing of the sample produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a lihep plasma tube and centrifuged for ten minutes at 3500 rpm. Per the customer supplied data, qc is performing within the customer's established ranges. System check data has not been supplied to date. Service was declined by the customer at the time of contact with the bci hotline. A definitive root cause has not been determined to date for this event.